Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch UDI number was provided as (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 iii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a ft3 value of 0.08 pg/ml, which repeated as 2.57 pg/ml. The sample was repeated a second time and this repeat result was almost the same as 2.57 pg/ml. The sample initially resulted with a ft4 value of 0.04 ng/dl, which repeated as 1.22 ng/dl. The sample was repeated a second time and this repeat result was almost the same as 1.22 ng/dl. The ft3 reagent lot number was 476059 and the ft4 reagent lot number was 483198. The reagent expiration dates were requested, but not provided.